Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. In addition, signal loss was found in connection to the reported allegation. The reported event of replace sensor message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.